Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a right side deflation. Device remains implanted.

Event description:
Healthcare professional confirmed deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data.

Event description:
Patient reported a right side deflation. Additionally hcp reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold and opening curved on anterior leak test and microscopic analysis was performed which identified: sharp opening on anterior, delamination total of the valve and wear abrasion. Based on the device analysis the final assessment is: a sharp opening on anterior(valve bond edge) assessed as an unidentified (tear) opening. A delamination total of the valve (adhesive failure).